Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30032820m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter where a ¿current leakage error¿ message was displayed. Additionally, a ¿signal interference¿ was observed on all ECG channels. There were no patient consequences. During the procedure, while connected to the carto 3 system, error 7 (current leakage) was displayed. The cable was exchanged, and the issue persisted. Other (unspecified) troubleshooting was performed and the issue persisted. The thermocool® smart touch¿ electrophysiology catheter was exchanged and the issue resolved. This issue is not MDR reportable. On 7/18/2018, additional information was received which indicated a signal interference was observed on all ECG channels of the carto and the recording system. The physician did not have any ECG signal available to monitor the patient¿s heart rhythm. This issue is MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter where a ¿current leakage error¿ message was displayed. Additionally, a ¿signal interference¿ was observed on all ECG channels. First visual inspection was performed, and no damage or anomalies was observed. Second visual inspection was performed and greenish material (corrosion) was observed on the connector. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Then, magnetic sensor functionality was tested on carto and error 7, current leakage warning, was observed on carto 3 screen. An irrigation test was performed, and the catheter failed. A failure analysis was performed, and the catheter was dissected at the tip area, the irrigation tubing was found occluded with clear material. Clear material was sent for scanning electron microscope/energy-dispersive x-ray spectroscopy analysis which concluded that the particle was primarily composed of na and cl, presumably residues of saline solution. Corrosion was not tested because this is related to the procedure. Root cause of error 7 and current leakage is related to the corrosion found on connector. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. Root cause of corrosion on connector cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation on 9/9/2019. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).